Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error detected. The power management tool confirmed power error detected was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Unit passed displacement test, sleep current measurement, active current measurement and selftest. Unit received with cracked battery tube area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged at battery compartment. The customer¿s blood glucose level 6.2 mmol/l. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.